Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow, once the analysis has been completed.

Event description:
The customer stated that the no delivery alarm is not working on the insulin pump. The customer stated she has had several incidents where the cannula of the infusion set was bent and the insulin pump did not alarm no delivery. The customer stated that she has clamped, pinched and tied off the tubing in an attempt to trigger the alarm, but has been unsuccessful. The high pressure was not performed because the customer did not have tubing clamp. Nothing further was reported.